Event description:
It was reported that during a routine follow-up visit, it was noted that the implantable pulse generator (ipg) was breaking through the pocket due to ¿compression necrosis¿. The device and leads were explanted. During removal of the atrial lead the physician tried to retract the screw using the pinch on tool, but it failed, 20 rotations were made. The lead was removed by pulling. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).